Manufacturer narrative:
Batch review performed on 12 march 2019: lot 179367: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-04-23. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Additional implant involved: ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s - 4 (k112115), lot. 180546: (B)(4) items manufactured and released on 12-jun-2018. Expiration date: 2023-05-28. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
Revision surgery after 28 days from the primary surgery due to signs of infection (the pathogen is unknown). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.